Event description:
It was reported that persistent low flow alarms after troubleshooting steps done by helpline in an arctic sun device. No resolution came from following the helpline steps. Patient had moved to a new arctic gel pad and therapy was resumed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter's facility name is (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Pfmea ra7600780 revision 22 was reviewed for this investigation. The reported event is addressed in step 24 with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. Current controls in place to mitigate this failure include: su-1090. Manufacturing procedure / inspection. Drawing. Leak test tm7600514 (100%). Visual aid vs6003o, vs6043o and vs6033o. Flow rate test tm7600515. Baw7667064 revision 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that persistent low flow alarms after troubleshooting steps done by helpline in an arctic sun device. No resolution came from following the helpline steps. Patient had moved to a new arctic gel pad and therapy was resumed. Per follow up information received via mail on 07may2025, the pad was given to arctic sun representative. They do not have the lot #, can¿t share any patient information, other than there was no none impact to the patient.